Event description:
The surgeon placed 4 confidence introducer needles into the vertebral body from l4 and l5 using fluoroscopy. All stylets were removed from the needle cannulas and kirschner wires were placed. After that the needle can be removed from the vertebral body by rotating and pulling the needle. 1 of the needles was not successfully removed, the purple handle broke off the needle and the surgeon was not able to remove the needle. He tried with a several different instruments, but there was no chance to remove it. After 1 hour he decided to cut the needle at the place where the needle entered the pedicle. A part of the needle is still in the patient. Or time extended by 1 hour. Surgeon and he told met that the patient has osteosclerotic bone quality.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.